Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the motor did not run constantly as it was corroded. Further, the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. Also the cable and tissue seal were damaged and an o-ring was missing. The motor, the motor cable and the hand control set were replaced and the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. The damage to the cable and the tissue seal and the missing o-ring are most likely a result of user mishandling of the device. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/09/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device was not working. During in-house engineering evaluation, it was determined that the motor did not run constantly as it was corroded. There were no adverse patient consequences reported. No additional information was provided.